Manufacturer narrative:
Examination of the returned items finds nothing outward to suggest product error regarding the reported event. Poly material wear is noted; however, there is nothing unusual for the approx. Ten years of implantation. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised due to loosening of insert, found osteolysis, polyethylene wear, and broken locking mechanism.